Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Information for use states: when one battery is depleted to less than 25% capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. (B)(4). This is report one submitted for devices related to the same event.

Manufacturer narrative:
The unit was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00785 and 3007042319-2015-00786) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the patient that the controller changes from one power port to the other one before the battery is down to 25%. The batteries were replaced from the hospital. There is no reported consequence or impact to the patient. No additional information was provided. This is report one submitted for devices related to the same event.